Event description:
It was reported that the omnipod controller was not working correctly. The patient stated she gave a bolus, but it was not showing on the controller, and their blood glucose went high however they didn't provide a specific reading. Attempt was made to reach patient for further information but was unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The physical device was not returned for investigation. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that multiple bolus records from the date of occurrence were present in the cloud. Each bolus record had a subsequent completed command from the pod, indicating that the pod completed each bolus command sent from the controller. Review of the patient history buffer data found that the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. It could not be determined if attempts were made to program and start a bolus that were unsuccessful without log files. It also could not be conclusively determined if the bolus records in the cloud were accurately reflecting in the controller history. The exact cause of the reported bolus not appearing in history could not be determined from the available cloud data. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.